Event description:
Patient was revised to address pain following a motor vehicle accident. Upon exposure it was discovered that the poly was worn.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10 years ago. Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 10 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.